Manufacturer narrative:
(B)(4). The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 3.0 x 15 mm nc traveler balloon catheter, the protective sheath was unable to removed from the balloon. To avoid shaft stretching no force was applied to try to remove the sheath. The decision was made not to use the catheter. A non-abbott balloon catheter was used to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.